Event description:
10/19/97 8:00 a.m. Pt had placement of vviir permanent pacemaker inserted. While monitoring pt in telemetry it was noted pacemaker not capturing electrical impulses. Pt experienced atrial fib/flutter. 10/19/97 7:30 p.m. Pt returned to or for exploration and replacement of pacemaker generator.